Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun

Event description:
It was reported asymptomatic patient presented to clinic with device in back up vvi mode. Device was explanted and replaced. Patient was fine after procedure.